Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "acute non-infectious inflammatory nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 1cc of juvéderm® voluma¿ with lidocaine in the cheeks. The patient then presented with an acute non-infectious inflammatory nodule. The symptoms are ongoing.